Event description:
I ordered some glucose test strips from (B)(6). When I got them, most of them had an expiration date within 3 days. I contacted the supplier as noted in the paperwork but received no response. The paperwork in the package said to email them if the products were expired or short dated. I contacted (B)(6), which said to email the company. I told them I had, but I did it again. No response. I contacted (B)(6) again and they said there was nothing they could do, although I had paid (B)(6) for these strips. Nothing on my order form indicated these test strips were expired. (B)(6) told me I could not get my money back and I had to email the company. I told them I had already emailed the company, but I emailed the company at least 2 more times but received no response. I paid (B)(6) for these. Nothing on the order form said they were sending expired strips. FDA safety report ID# (B)(4).